Event description:
The patient underwent a procedure to remove internal fixation devices for a fracture and had their skin sutured in the operating room of (B)(6) hospital. A skin stapler was used for skin closure, starting at 09:00 on (B)(6) 2025. The purpose of using the device was to suture the skin, and no significant abnormalities were observed during the procedure. However, on (B)(6) at 16:00, the patient experienced staple detachment, resulting in poor skin alignment. On (B)(6) at 10:00, the stapler was replaced, and the misaligned skin was re-sutured using thread. By 10:00 on (B)(6), the patient's wound showed signs of improvement.